Event description:
Reportedly, as the table was tilted, the camera assembly detached from the ii mounted on the spot film device and fell striking the patient's foot. The patient's foot was cut. The patient was treated in ER and x-rays of the patient's foot showed no broken bones. Patient was released.